Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 440 mg/dl. The insulin pump did not alarm no delivery. The customer was nauseous, vomiting, had abdominal pain, and difficulty breathing. The device was not returned.